Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The reported problem false upstream occlusion alarm was not reproduced during evaluation. A review of the event history log identified upstream occlusion alarms. Evaluation found that the downstream tubing guide was out of specification. The tubing guide was adjusted to correct this condition. Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported under infusion was not verified. The device was found to deliver within specification during flow testing. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump ran an entire infusion in the general patient ward on a patient, yet the bag was still full when the infusion showed complete. The customer indicated the event may have occurred during a primary and secondary infusion programmed with an antibiotic and a saline bag. The reported parameters were 100ml/hr and volume to be infused (vtbi) 950cc however, it was not stated if this was the primary or secondary infusion bag program. The customer biomedical technician reported they were able to produce an upstream occlusion alarm during testing and found multiple upstream occlusion alarms showing in the event history log during the first part of the infusion and then no alarms through the remainder of the infusion. It was reported that there was no patient injury associated with this event. No additional information is available.